Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of 09/26/2017.

Manufacturer narrative:
The lot history records were received and no issues were found. The sample received from the customer was inspected and showed the defect informed, confirming the complaint. The probable cause of the fm is due to some kind of cylinder twisting in part of the machine which has had some residual oil or grease in the machine. It was performed quality notification analysis, maintenance and batch record analysis and no deviation was found. The sample received from customer was inspected and showed the defect informed, confirming the complaint. The probable cause of the fm is due to some kind of cylinder twisting in part of the machine which has had some residual oil or grease in the machine. Confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the severity and occurrence a CAPA is not necessary.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the internal portion of a bd 20ml plastipak ¿ syringe. The foreign matter was found prior to use. There was no report of injury or medical intervention.